Manufacturer narrative:
H.6. Investigation: bd was not able to perform an investigation to the retention samples since batch number is unknown (customer claim: false positive). A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 9 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no patient impact. The following information was provided by the initial reporter: " call activity comment: customer problem: customer is reporting 9 bottles came up as false positives ".

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 9 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no patient impact. The following information was provided by the initial reporter: " call activity comment: customer problem: customer is reporting 9 bottles came up as false positives ".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.